Manufacturer narrative:
Device evaluation 1 unit of lot c2067948 of cst-10 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 25 march 2024. Device returned with the different sections of the device all returned separately to each other. 10 fr outer catheter observed to be broken approx. 2 to 3cm below the purple shrink. The diathermic ring was not located on the distal end of the 10 fr catheter and has not been returned. 5 fr inner catheter observed to be broken in two locations. Distal end of 5fr inner catheter observed to be kinked approx. 3.8cm from tip of catheter. Spring coil on inner wire observed to be slightly kinked approx. 0.5cm from tip of spring coil. Two kinks observed approx. 3.5cm from bottom of purple shrink tube and approx. 18.5cm from tip of diathermic ring wire. Through the investigation it was established that the diathermic ring detached inside the patient during the initial procedure on (B)(6) 2023 and a second unsuccessful attempt was made on (B)(6) 2023 to remove it. It was also established that the cst-10 device was used to puncture a wopn - walled off pancreatic necrosis. Manufacturing records: prior to distribution, all cst-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for cst-10 of lot number c2067948 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label as per the instructions for use, ifu0005 which informs the user about contraindications "this device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst¿¿. It may be noted that the device was used off-label, as puncturing wopn (walled-off pancreatic necrosis) with cst-10 device is considered off label use. Image review images were provided to support the complaint investigation. These were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: 1. Difficulty removing the cysto-enterostomy needle knife cannot be confirmed as imaging of the event was not provided. 2. Diathermic ring detachment in walled of pancreatic necrosis (wopn) is confirmed. How this occurred cannot be determined as imaging of the event was not provided. The images shared were from two different dates ((B)(6) 2023) and it was confirmed after the above review that the initial date was the date the first procedure took place and the second date was the date a second attempt was made to try and remove the diathermic ring from the patient. Root cause analysis: a definitive root cause could be attributed to off label use as per input from medical affairs ¿using cst10 to puncture a wopn would be considered an off-label use¿. It is likely that the diathermic ring would have detached from the device after cutting the sheath which would have rendered the diathermic ring unusable summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The diathermic ring was unable to be removed from the patient during a second attempt completed a number of days after the initial procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-apr-2024.

Event description:
During eus procedure found impression on the posterior wall of the stomach with fluid reservoir. Cst_10 was inserted through the eus working channel. The erbe vio 200s was connected and 5fr needle knife made a hole in the cyst wall. The diathermic ring could not be removed from the patient. Patient outcome: a section of the device did remain inside the patient¿s body. Distal part of cystotom - diathermic ring. The patient did require any additional procedures due to this occurrence. Cystogastrostomy. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. Are images of the device or procedure available? Yes. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes, product sent for view. Please specify if yes. 4. What scope was used? 5. What esu was used? Olimpus gf-uct 180. 6. Was the wire guide placed during the procedure? Yes. 7. Is it possible to advance outer catheter into cyst? Yes. 8. What electrosurgical unit was used? What watt was this set to? 9. Please advise the anatomical location of the intended target site. Pancreatic body, through the stomach. 1. Are images of the device or procedure available? N/a. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. What scope was used? N/a. 5. What esu was used? N/a. 6. Was the wire guide placed during the procedure? N/a. 7. Is it possible to advance outer catheter into cyst? N/a. 8. What electrosurgical unit was used? What watt was this set to? N/a. 9. Please advise the anatomical location of the intended target site. N/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted following a review of this complaint file on 13-feb-2024. Description of event and outcomes attributed to aes to: other serious (important medical events) updated accordingly. During eus procedure found impression on the posterior wall of the stomach with fluid reservoir. Cst_10 was inserted through the eus working channel. The erbe vio 200s was connected and 5fr needle knife made a hole in the cyst wall. When trying to remove the knife and install the guidewire there was a problem with removing the 5fr knife and the plug socket was damaged so it was cut off. Then the 5 fr knife was removed successfully and wire guide was inserted. Attempts to enlarge the hole with10 fr ring were unsuccessful and xray imaging revealed that 10fr ring was left inside the cyst, so the cystotome was removed and was trying to pull it out but we failed. The diathermic ring could not be removed from the patient. Following this occurrence: so a new cst-10 was taken and plastic stent was inserted inside the cyst after successful procedure patient outcome: a section of the device did remain inside the patient¿s body. Distal part of cystotom - diathermic ring the patient did require any additional procedures due to this occurrence. Cystogastrostomy according to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: > > 1. Are images of the device or procedure available? Yes. > > 2. If the report involves a kink or bend in the needle, > where is this located on the device (handle end (proximal end) or > patient end (distal end))? Patient end. > > 3. Were any other defects (other than the complaint issue) > observed on the device prior to return (e.g. Kink)? Yes, product sent for view. > > please specify if yes. > > 4. What scope was used? > > 5. What esu was used? Olimpus gf-uct 180. > > 6. Was the wire guide placed during the procedure? Yes. > > 7. Is it possible to advance outer catheter into cyst? Yes. > > 8. What electrosurgical unit was used? What watt was this > set to? > > 9. Please advise the anatomical location of the intended > target site. Pancreatic body, through the stomach. 1. Are images of the device or procedure available? N/a. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. What scope was used? N/a. 5. What esu was used? N/a. 6. Was the wire guide placed during the procedure? N/a. 7. Is it possible to advance outer catheter into cyst? N/a. 8. What electrosurgical unit was used? What watt was this set to? N/a. 9. Please advise the anatomical location of the intended target site. N/a.